Event description:
It was reported that the patient passed away. The cause of death was unknown.

Manufacturer narrative:
Analysis performed, including electrical, mechanical and environmental tests indicated that the device exhibited normal device characteristics with no anomalies. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.